Event description:
The patient was implanted with the alto stent graft system to treat an fusiform abdominal aortic aneurysm with tortuosity of the left common iliac artery on (B)(6) 2022. Prior to graft deployment, embolization of the lumbar arteries and inferior mesenteric artery was performed using coils (non-endologix). The alto main body was then deployed via right-sided access in a straight configuration, followed by polymer filling. Contralateral cannulation was successfully completed within 14 minutes. The contralateral and ipsilateral limbs were subsequently deployed, with touch-up ballooning performed at each junction and distal limb. Final angiography demonstrated no evidence of endoleak, and the procedure was completed successfully. Follow-up imaging demonstrated stable aneurysm diameter, measuring 51 mm at baseline, 50 mm on (B)(6) 2022, and 51 mm on (B)(6) 2024. No endoleak was identified from the post-operative period through the 2-year follow-up. On (B)(6) 2026, a surgical re-intervention was performed due to confirmed aneurysm enlargement noted on follow-up imaging, at which time the specific type of endoleak could not initially be determined. During the procedure, a type ii endoleak was identified and treated with ligation and aneurysmorrhaphy. A trace type ib endoleak was also observed, which was subsequently addressed with deployment of two additional stent grafts from another manufacturer, extending to the common iliac artery. The patient's final status is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement, type ii endoleak, type ib endoleak and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. The type ii endoleak was anatomy related. No other contributing factors were identified. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The patient's final status is unknown. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted.